Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report an alleged inaccurate delivery of insulin with the reported pump, stating the patient was using insulin more rapidly than usual. On unspecified dates, the patient obtained low blood glucose readings during the night of ¿10 mg/dl¿, 24 mg/dl and 38 mg/dl. The patient experienced the symptoms of seizure and stopped breathing. Emergency services were contacted, and the patient was admitted to the hospital ICU and treated intravenously with insulin. Troubleshooting revealed all pump settings, programming and date/time were correct; there was no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient allegedly suffered blood glucose levels and symptoms suggesting severe hypoglycemia while using the pump, and was hospitalized and treated with glucose, this complaint is being reported.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A (B)(4) flow accuracy test was successfully completed. No alarms duplicated during testing. Pump found to be delivering accurately and within required range. No alarms outside the range of normal patient use observed in the current pump history. The boluses and basal add up appropriately to total the tdd. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.